Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: video connector receptacle was deformed. The foreign object like adhesive sticks to the video connector receptacle. Video connector receptacle was clogged with rx (receiver) module. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the definitive root cause for the event the foreign object like adhesive sticks to the video connector receptacle, video connector receptacle was clogged with rx (receiver) module could not be determined. The most probable cause of the complaint was component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head was not fixing in subject device during set up / inspection for use. There were no reports of patient involvement.